Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had never been able to make it to their 2-3 week follow up with their managing health care provider (hcp) so they had never learned about their therapy or how to work with their external devices. The patient reported the therapy had "kind of worked" for their symptoms since they had it implanted on (B)(6) 2022, however they noticed about 4 days ago, their symptoms had completely returned and they had been having complete drainage on the floor again. The patient stated they did still feel their implant "pulsing," though. The patient had called their hcp office to make an appointment, however they weren't able to get in to see the hcp until november. Troubleshooting reviewed the external device function with the patient as the patient had been very confused with the handset battery level and its relation to their therapeutic effect. The patient had been previously searching for the tutorial on the application (which they thought was horrible and didn't show them much) and after connecting to their settings, with patient services on the phone, they realized that they had previously turned their therapy off when they were looking at the therapy settings. Patient services acknowledges this is conflicting with the previously reported information that the patient could still feel the stimulator "pulsing." When discussing therapy expectations and stimulation considerations with the patient, troubleshooting wanted to note the patient stated that they never felt the stimulation in their "pelvic area," that they had maybe felt it there "once," but that they would feel the "pulsing" (stimulation) on their right side where the battery was and that they would feel it stronger when sitting on the toilet seat and less so if they were sitting on a softer surface. They could feel it every time they sat. Troubleshooting did not ask further questions regarding this issue as they were focused on the reason for c all but did review the patient should always feel their stimulation in their bike-seat region. The patient was then able to turn the therapy back on while on the call and was going to monitor their symptoms now that they had a better understanding of their therapy. They may consider changing the setting but wanted to speak first with their hcp about doing so.